Event description:
Info received indicates that with an activated clotting time (act) reading of approx 200 seconds on the act100 device, a pt in the cath lab began to bleed from the nose and mouth during a procedure. The pt was intubated to ensure an airway during the procedure. The catheterization sheath was pulled, and after 90 mins of manual pressure, the bleeding continued. The pt had received heparin (amount not reported). The account believes that the act100 gave erroneous results and that the pt was over-heparinized, based on info from additional laboratory testing.

Manufacturer narrative:
Analysis: eval of the device at the user account was unable to detect a possible cause for the report. The instrument settings were within specs. No failures were detected. The quality control log indicates that no electronic or liquid quality controls were run the day of the reported incident. No cartridge info was received. There were no error log entries that would relate to the reported event. A performance inspection procedure was completed and the act100 was returned to service at the account. No further issues have been reported. Conclusion: evaluation could not detect any device failure. The cause of the event is unk.